Event description:
This report provides a summary of one (1) malfunction event. A review of the event involved a reported abutment stripping during usage. No patient adverse event was reported. No information regarding patient demographics have been provided.

Manufacturer narrative:
There was one malfunction event reported with the abutment stripping during usage. The evaluation revealed the abutment function as designed. However, the included abutment screw component had been manipulated causing damage to the abutment screw which connects the abutment to the implant. The abutment screw manipulation contributed to the reported allegation of a stripped abutment. The abutment itself was not stripped but a component of the abutment was manipulated. A review of the device history did not note any nonconformance issues during manufacturing. Therefore, the actual abutment function as designed if paired with a abutment screw that has not been manipulated. (B)(4).